Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of stillbirth ("pregnancy (stillbirth)"), pregnancy with contraceptive device ("pregnancy (stillbirth)") and autoimmune disorder ("autoimmune reactions") in a (B)(6) female patient (gravida 1) who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". Medical conditions: she does not have any atopic personal history. She herself does not have a history of allergic rhinitis or asthma as far as she knows. She has never had a rash before. Concurrent conditions included menses irregular, dysuria, degenerative disc disease (throughout lumbar spine), low back pain, lumbago, sciatica and celiac disease. Concomitant products included diphenhydramine hydrochloride (benadryl) for extremities itchy sensation of as well as hydroxyzine since 2009, montelukast (singulair) since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6)2010, 6 years 5 months after insertion of essure, the patient experienced dysmenorrhoea ("menstruation issues which at this point had become so painful"). In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dermatitis allergic ("allergic reactions / rash that she developed all over her body"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2013, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced stillbirth (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), nervous system disorder ("nerve problems") and dental caries ("tooth decay"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the stillbirth, pregnancy with contraceptive device, dermatitis allergic, allergy to metals, dysmenorrhoea, menstrual disorder, pelvic pain, infection, migraine, headache, autoimmune disorder, alopecia, nervous system disorder, dental caries, vaginal haemorrhage, menorrhagia, depression, fatigue and anxiety outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, dental caries, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 her menstruation issues had become so painful she needed to go to the emergency room. Per medical record: insertion details: right internal os - coil extending out of the internal os by one coil. Left internal os coil was seen to be extending out of the internal os by approximately 1-1/2 coils. On (B)(6) 2016, clinical diagnoses included vaginal bleeding and cramping. Two home pregnancy tests positive. Lmp (last menstrual period) 2 months ago. She was not [sic] pregnant. No suggestion on clinical exam of pid (pelvic inflammatory disease), std (sexually transmitted disease), ovarian cyst was possible but no suggestion of torsion. No ectopic, uti (urinary tract infection) and hcg (human chorionic gonadotropin) negative. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: negative. Pregnancy test - in (B)(6) 2016: positive. Skin test - on (B)(6) 2012: small positive to nickel. "Concerning the injuries reported in this case, the following ones were described in patient's medical record: pregnancy with essure device, allergy to metals, dermatitis allergic, dyspareunia, dysmenorrhea, vaginal haemorrhage,headache." Quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc (product technical complaint), incident, at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), stillbirth ("pregnancy (stillbirth)"), pregnancy with contraceptive device ("pregnancy (stillbirth)"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune disorder ("autoimmune reactions") in a 21-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pain nos, major depressive disorder, anxiety and asthma. She does not have any atopic personal history. She herself does not have a history of allergic rhinitis or asthma as far as she knows. She has never had a rash before. Previously administered products included for an unreported indication: depo provera shot. Concurrent conditions included menses irregular, dysuria, degenerative disc disease (throughout lumbar spine), low back pain, lumbago, sciatica and celiac disease. Concomitant products included diphenhydramine hydrochloride for extremities itchy sensation of as well as citalopram hydrobromide (celexa), hydroxyzine since 2009, medroxyprogesterone acetate (provera), montelukast sodium (singulair) since 2009, paracetamol (acetaminophen) since 2009, salbutamol sulfate (albuterol sulfate), sertraline hydrochloride (zoloft), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("menstruation issues which at this point had become so painful"), 2 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dermatitis allergic ("allergic reactions / rash that she developed all over her body"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). On (B)(6) 2016, the patient experienced stillbirth (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), nervous system disorder ("nerve problems"), dental caries ("tooth decay"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("lower back area pain"), arthralgia ("right hip area") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, arthralgia and pain in extremity was resolving, the stillbirth, pregnancy with contraceptive device, dermatitis allergic, allergy to metals, dysmenorrhoea, menstrual disorder, infection, migraine, headache, autoimmune disorder, alopecia, nervous system disorder, dental caries, depression, fatigue, anxiety, vulvovaginal pain and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, stillbirth, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016 her menstruation issues had become so painful she needed to go to the emergency room. Per medical record: insertion details: right internal os ¿ coil extending out of the internal os by one coil. Left internal os coil was seen to be extending out of the internal os by approximately 1-1/2 coils. On (B)(6) 2016, clinical diagnoses included vaginal bleeding and cramping. Two home pregnancy tests positive. Lmp (last menstrual period) 2 months ago. She was not [sic] pregnant. No suggestion on clinical exam of pid (pelvic inflammatory disease), std (sexually transmitted disease), ovarian cyst was possible but no suggestion of torsion. No ectopic, uti (urinary tract infection) and hcg (human chorionic gonadotropin) negative. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: results: negative. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2016: results: positive. Skin test - on (B)(6) 2012: results: small positive to nickel. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pregnancy with essure device, allergy to metals, dermatitis allergic, dyspareunia, dysmenorrhea, vaginal haemorrhage,headache." Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Reporter information updated. Other relevant history and lab data and product technical details information updated. Events: lower back area pain, right hip area, leg pain was newly added. Outcome of event pelvic pain, lower back area pain, right hip area, leg pain & abdominal pain was changed from "unknown" to "recovering/resolving" and events vaginal haemorrhage, menorrhagia, genital haemorrhage was changed from "unknown" to "recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth)"), abortion spontaneous ("miscarriage"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune disorder ("autoimmune reactions") in a 21-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chronic pain, major depressive disorder, anxiety and asthma. She does not have any atopic personal history. She herself does not have a history of allergic rhinitis or asthma as far as she knows. She has never had a rash before. Previously administered products included for an unreported indication: depo provera shot. Concurrent conditions included menses irregular, dysuria, degenerative disc disease (throughout lumbar spine), low back pain, lumbago, sciatica and celiac disease. Concomitant products included diphenhydramine hydrochloride for extremities itchy sensation of as well as citalopram hydrobromide (celexa), hydroxyzine since 2009, medroxyprogesterone acetate (provera), montelukast sodium (singulair) since 2009, paracetamol (acetaminophen) since 2009, salbutamol sulfate (albuterol sulfate), sertraline hydrochloride (zoloft), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("menstruation issues which at this point had become so painful"), 2 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dermatitis allergic ("allergic reactions / rash that she developed all over her body"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), nervous system disorder ("nerve problems"), dental caries ("tooth decay"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("lower back area pain"), arthralgia ("right hip area") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, arthralgia and pain in extremity was resolving, the pregnancy with contraceptive device, abortion spontaneous, dermatitis allergic, allergy to metals, dysmenorrhoea, menstrual disorder, infection, migraine, headache, autoimmune disorder, alopecia, nervous system disorder, dental caries, depression, fatigue, anxiety, vulvovaginal pain and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016 her menstruation issues had become so painful she needed to go to the emergency room. Per medical record: insertion details: right internal os ¿ coil extending out of the internal os by one coil. Left internal os coil was seen to be extending out of the internal os by approximately 1-1/2 coils. On (B)(6) 2016, clinical diagnoses included vaginal bleeding and cramping. Two home pregnancy tests positive. Lmp (last menstrual period) 2 months ago. She was not [sic] pregnant. No suggestion on clinical exam of pid (pelvic inflammatory disease), std (sexually transmitted disease), ovarian cyst was possible but no suggestion of torsion. No ectopic, uti (urinary tract infection) and hcg (human chorionic gonadotropin) negative. Discrepant information about essure confirmation test was provided as she did not undergo essure confirmation test and hysterosalpingogram dates were provided. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: results: negative. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2016: results: positive. Skin test - on (B)(6) 2012: results: small positive to nickel. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pregnancy with essure device, allergy to metals, dermatitis allergic, dyspareunia, dysmenorrhea, vaginal haemorrhage,headache." Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs received. Lab data were added. Event: stillbirth were updated to miscarriage. Outcome of pregnancy was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), stillbirth ("pregnancy (stillbirth)"), pregnancy with contraceptive device ("pregnancy (stillbirth)"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune disorder ("autoimmune reactions") in a 24-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: she does not have any atopic personal history. She herself does not have a history of allergic rhinitis or asthma as far as she knows. She has never had a rash before. Concurrent conditions included menses irregular, dysuria, degenerative disc disease (throughout lumbar spine), low back pain, lumbago, sciatica and celiac disease. Concomitant products included diphenhydramine hydrochloride for extremities itchy sensation of as well as hydroxyzine since 2009, montelukast sodium (singulair) since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("menstruation issues which at this point had become so painful"), 6 years 5 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dermatitis allergic ("allergic reactions / rash that she developed all over her body"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2013, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced stillbirth (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), nervous system disorder ("nerve problems"), dental caries ("tooth decay"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, stillbirth, pregnancy with contraceptive device, genital haemorrhage, dermatitis allergic, allergy to metals, dysmenorrhoea, menstrual disorder, infection, migraine, headache, autoimmune disorder, alopecia, nervous system disorder, dental caries, vaginal haemorrhage, menorrhagia, depression, fatigue, anxiety, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, dental caries, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, stillbirth, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016 her menstruation issues had become so painful she needed to go to the emergency room. Per medical record: insertion details: right internal os ¿ coil extending out of the internal os by one coil. Left internal os coil was seen to be extending out of the internal os by approximately 1-1/2 coils. On (B)(6) 2016, clinical diagnoses included vaginal bleeding and cramping. Two home pregnancy tests positive. Lmp (last menstrual period) 2 months ago. She was not [sic] pregnant. No suggestion on clinical exam of pid (pelvic inflammatory disease), std (sexually transmitted disease), ovarian cyst was possible but no suggestion of torsion. No ectopic, uti (urinary tract infection) and hcg (human chorionic gonadotropin) negative. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: results: negative. Pregnancy test - in (B)(6) 2016: results: positive. Skin test - on (B)(6) 2012: results: small positive to nickel. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pregnancy with essure device, allergy to metals, dermatitis allergic, dyspareunia, dysmenorrhea, vaginal haemorrhage,headache." Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2018: case (B)(4) (MFR number 2951250-2018-04943) was identified as a duplciate of this case and will be deleted from bayer database. All information was transferred to this remaining case - case upgraded to incident, reporters, stop date of essure and events heavy abormal bleeding, abdominal pain, vaginal pain and severe cramping added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), abortion spontaneous ('miscarriage') and autoimmune disorder ('autoimmune reactions') in a 21-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chronic pain, major depressive disorder, anxiety, asthma, vaginal delivery, rash, itchy upper limbs, nickel sensitivity, allergy, dizziness, fatigue, migraine, ovarian pain, dysmenorrhea, menorrhagia, arthralgia, cough, chest pressure, shortness of breath, asthma, multigravida, parity 3, uterine pain, flank pain, taste metallic, cervix inflammation and sterilization. She does not have any atopic personal history. She herself does not have a history of allergic rhinitis or asthma as far as she knows. She has never had a rash before. Previously administered products included for an unreported indication: depo provera shot. Concurrent conditions included menses irregular, dysuria, degenerative disc disease (throughout lumbar spine), low back pain, lumbago, sciatica and celiac disease. Concomitant products included diphenhydramine hydrochloride for extremities itchy sensation of as well as citalopram hydrobromide (celexa), hydroxyzine since 2009, medroxyprogesterone acetate (provera), montelukast sodium (singulair) since 2009, paracetamol (acetaminophen) since 2009, salbutamol sulfate (albuterol sulfate), sertraline hydrochloride (zoloft), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("menstruation issues which at this point had become so painful"), 2 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dermatitis allergic ("allergic reactions / rash that she developed all over her body"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth)") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), alopecia ("hair loss"), nervous system disorder ("nerve problems"), dental caries ("tooth decay"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("lower back area pain"), arthralgia ("right hip area"), pain in extremity ("leg pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, vaginal haemorrhage, heavy menstrual bleeding, abdominal pain, arthralgia, pain in extremity, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, allergy to metals, dysmenorrhoea, menstrual disorder, infection, migraine, headache, alopecia, nervous system disorder, dental caries, depression, fatigue, anxiety, vulvovaginal pain, abdominal pain lower, hormone level abnormal and urinary tract disorder outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cystitis, dental caries, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, infection, menstrual disorder, migraine, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016 her menstruation issues had become so painful she needed to go to the emergency room. Per medical record: insertion details: right internal os ¿ coil extending out of the internal os by one coil. Left internal os coil was seen to be extending out of the internal os by approximately 1-1/2 coils. On (B)(6) 2016, clinical diagnoses included vaginal bleeding and cramping. Two home pregnancy tests positive. Lmp (last menstrual period) 2 months ago. She was not [sic] pregnant. No suggestion on clinical exam of pid (pelvic inflammatory disease), std (sexually transmitted disease), ovarian cyst was possible but no suggestion of torsion. No ectopic, uti (urinary tract infection) and hcg (human chorionic gonadotropin) negative. Discrepant information about essure confirmation test was provided as she did not undergo essure confirmation test and hysterosalpingogram dates were provided. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, allergic rash discrepancy noted on essure insertion date (B)(6) 2009 and removal date (B)(6) 2018. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: results: negative. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Bilateral essure implants with occluded bilateral fallopian tubes.; on (B)(6) 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2016: results: positive. Skin test - on (B)(6) 2012: results: small positive to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-may-2021: medical record received: medical history, reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), abortion spontaneous ('miscarriage') and autoimmune disorder ('autoimmune reactions') in a 21-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chronic pain, major depressive disorder, anxiety, asthma, gravida, rash, itchy upper limbs, nickel sensitivity, allergy, dizziness, fatigue, migraine, ovarian pain, dysmenorrhea, menorrhagia, arthralgia, cough, chest pressure, shortness of breath, asthma, multigravida, parity 3, uterine pain, flank pain, taste metallic, cervix inflammation and female sterilisation. She does not have any atopic personal history. She herself does not have a history of allergic rhinitis or asthma as far as she knows. She has never had a rash before. Previously administered products included for an unreported indication: depo provera shot. Concurrent conditions included menses irregular, dysuria, degenerative disc disease (throughout lumbar spine), low back pain, lumbago, sciatica and celiac disease. Concomitant products included diphenhydramine hydrochloride for extremities itchy sensation of as well as citalopram hydrobromide (celexa), hydroxyzine since 2009, medroxyprogesterone acetate (provera), montelukast sodium (singulair) since 2009, paracetamol (acetaminophen) since 2009, salbutamol sulfate (albuterol sulfate), sertraline hydrochloride (zoloft), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("menstruation issues which at this point had become so painful"), 2 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish/ anxiety"). On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dermatitis allergic ("allergic reactions / rash that she developed all over her body"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth)") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), alopecia ("hair loss"), nervous system disorder ("nerve problems"), dental caries ("tooth decay"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("lower back area pain"), arthralgia ("right hip area"), pain in extremity ("leg pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, vaginal haemorrhage, heavy menstrual bleeding, abdominal pain, arthralgia, pain in extremity, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, allergy to metals, dysmenorrhoea, menstrual disorder, infection, migraine, headache, alopecia, nervous system disorder, dental caries, depression, fatigue, anxiety, vulvovaginal pain, abdominal pain lower, hormone level abnormal and urinary tract disorder outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cystitis, dental caries, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, infection, menstrual disorder, migraine, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016 her menstruation issues had become so painful she needed to go to the emergency room. Per medical record: insertion details: right internal os ¿ coil extending out of the internal os by one coil. Left internal os coil was seen to be extending out of the internal os by approximately 1-1/2 coils. On (B)(6) 2016, clinical diagnoses included vaginal bleeding and cramping. Two home pregnancy tests positive. Lmp (last menstrual period) 2 months ago. She was not [sic] pregnant. No suggestion on clinical exam of pid (pelvic inflammatory disease), std (sexually transmitted disease), ovarian cyst was possible but no suggestion of torsion. No ectopic, uti (urinary tract infection) and hcg (human chorionic gonadotropin) negative. Discrepant information about essure confirmation test was provided as she did not undergo essure confirmation test and hysterosalpingogram dates were provided. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, allergic rash discrepancy noted on essure insertion date (B)(6) 2009 and removal date (B)(6) 2018. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: results: negative. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Bilateral essure implants with occluded bilateral fallopian tubes.; on (B)(6) 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2016: results: positive. Skin test - on (B)(6) 2012: results: small positive to nickel. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth)'), abortion spontaneous ('miscarriage'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune reactions') in a 21-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chronic pain, major depressive disorder, anxiety and asthma. She does not have any atopic personal history. She herself does not have a history of allergic rhinitis or asthma as far as she knows. She has never had a rash before. Previously administered products included for an unreported indication: depo provera shot. Concurrent conditions included menses irregular, dysuria, degenerative disc disease (throughout lumbar spine), low back pain, lumbago, sciatica and celiac disease. Concomitant products included diphenhydramine hydrochloride for extremities itchy sensation of as well as citalopram hydrobromide (celexa), hydroxyzine since 2009, medroxyprogesterone acetate (provera), montelukast sodium (singulair) since 2009, paracetamol (acetaminophen) since 2009, salbutamol sulfate (albuterol sulfate), sertraline hydrochloride (zoloft), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("menstruation issues which at this point had become so painful"), 2 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dermatitis allergic ("allergic reactions / rash that she developed all over her body"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), alopecia ("hair loss"), nervous system disorder ("nerve problems"), dental caries ("tooth decay"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("lower back area pain"), arthralgia ("right hip area") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, arthralgia and pain in extremity had resolved, the pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, dermatitis allergic, allergy to metals, dysmenorrhoea, menstrual disorder, infection, migraine, headache, alopecia, nervous system disorder, dental caries, depression, fatigue, anxiety, vulvovaginal pain, abdominal pain lower and hormone level abnormal outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016 her menstruation issues had become so painful she needed to go to the emergency room. Per medical record: insertion details: right internal os ¿ coil extending out of the internal os by one coil. Left internal os coil was seen to be extending out of the internal os by approximately 1-1/2 coils. On (B)(6) 2016, clinical diagnoses included vaginal bleeding and cramping. Two home pregnancy tests positive. Lmp (last menstrual period) 2 months ago. She was not [sic] pregnant. No suggestion on clinical exam of pid (pelvic inflammatory disease), std (sexually transmitted disease), ovarian cyst was possible but no suggestion of torsion. No ectopic, uti (urinary tract infection) and hcg (human chorionic gonadotropin) negative. Discrepant information about essure confirmation test was provided as she did not undergo essure confirmation test and hysterosalpingogram dates were provided. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: results: negative. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion; on(B)(6) 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2016: results: positive. Skin test - on (B)(6) 2012: results: small positive to nickel. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pregnancy with essure device, allergy to metals, dermatitis allergic, dyspareunia, dysmenorrhea, vaginal haemorrhage,headache." Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: new event hormonal changes was added. Outcome of event pain and bleeding were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), abortion spontaneous ('miscarriage') and autoimmune disorder ('autoimmune reactions') in a 21-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chronic pain, major depressive disorder, anxiety and asthma. She does not have any atopic personal history. She herself does not have a history of allergic rhinitis or asthma as far as she knows. She has never had a rash before. Previously administered products included for an unreported indication: depo provera shot. Concurrent conditions included menses irregular, dysuria, degenerative disc disease (throughout lumbar spine), low back pain, lumbago, sciatica and celiac disease. Concomitant products included diphenhydramine hydrochloride for extremities itchy sensation of as well as citalopram hydrobromide (celexa), hydroxyzine since 2009, medroxyprogesterone acetate (provera), montelukast sodium (singulair) since 2009, paracetamol (acetaminophen) since 2009, salbutamol sulfate (albuterol sulfate), sertraline hydrochloride (zoloft), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("menstruation issues which at this point had become so painful"), 2 months 16 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish/ anxiety"). On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dermatitis allergic ("allergic reactions / rash that she developed all over her body"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth)") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), alopecia ("hair loss"), nervous system disorder ("nerve problems"), dental caries ("tooth decay"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("lower back area pain"), arthralgia ("right hip area"), pain in extremity ("leg pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, vaginal haemorrhage, menorrhagia, abdominal pain, arthralgia, pain in extremity, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, allergy to metals, dysmenorrhoea, menstrual disorder, infection, migraine, headache, alopecia, nervous system disorder, dental caries, depression, fatigue, anxiety, vulvovaginal pain, abdominal pain lower, hormone level abnormal and urinary tract disorder outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cystitis, dental caries, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016 her menstruation issues had become so painful she needed to go to the emergency room. Per medical record: insertion details: right internal os ¿ coil extending out of the internal os by one coil. Left internal os coil was seen to be extending out of the internal os by approximately 1-1/2 coils. On (B)(6) 2016, clinical diagnoses included vaginal bleeding and cramping. Two home pregnancy tests positive. Lmp (last menstrual period) 2 months ago. She was not [sic] pregnant. No suggestion on clinical exam of pid (pelvic inflammatory disease), std (sexually transmitted disease), ovarian cyst was possible but no suggestion of torsion. No ectopic, uti (urinary tract infection) and hcg (human chorionic gonadotropin) negative. Discrepant information about essure confirmation test was provided as she did not undergo essure confirmation test and hysterosalpingogram dates were provided. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, allergic rash. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: results: negative. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2016: results: positive. Skin test - on (B)(6) 2012: results: small positive to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- bladder disorder, urinary tract disorder, bladder infection, uti, vaginal infection, vaginal discharge, outcome of the previously reported event- allergic rash were updated, reporter was added.seriousness criteria (medically significant) of event genital hemorrhage pregnnacy with contraceptive device was removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report